Event description:
During evaluation for an unrelated complaint, the respironics service technician found that the audible alarm would not sound during power on self test as specified. There was no patient harm reported. The service technician repaired the device by replacing the key panel assembly to correct the problem. The key panel assembly was evaluated. The speaker located on the key panel assembly had failed. It was determined that the speaker wire had broken creating an open condition resulting in alarm failure.

Manufacturer narrative:
If additional information becomes available regarding root cause of the alarm malfunction, a follow-up report will be submitted.